Event description:
It was reported that the user experienced elevated glucose after changing supplies, and review showed insulin delivery stopped due to an empty cartridge; the user believed they forgot to replace the cartridge, and an agent provided guidance on correct infusion set and cartridge change steps with troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified consistent with improper or incorrect procedure, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.